Manufacturer narrative:
(B)(4). Date sent: 06/04/2020. D4: batch # u5ah89. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. Only the causing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, during firing of the device, it was noted that the adjustment knob rotated roughly ¼ turn from the starting position and staple formation meets the released criteria. The event described could not be confirmed as the device performed without any difficulties noted. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: 1-anastomosis had to be repeated as it never formed with the first device. The surgeon heard the crunch but upon examination, the washer had not be cut. The device did not staple ,staple line was not complete. Unsure if any staples missing shape of staples was irregular staples deployed into tissue. Donuts not present in first device, second device they were not complete, third device the donuts were intact.

Event description:
It was reported that the doctor was performing a low anterior resection and, after closing and firing the first circular stapler, the doctor heard a crunch, removed the stapler to check the donuts but the washer wasn't broken. The doctor tried a second like circular stapler, hand sewn the purse string on the proximal end, cinched down on the anvil, everything looked fine, fired the stapler and a leak was noticed at the anastomosis. The doctor used a third like circular stapler to complete the anastomosis with no consequence to the patient. The doctor indicated this was a cancer patient and the patient's tissue was very friable, a difficult case. The patient is currently doing fine. There were no patient consequences reported.